Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Additional information received from the customer 10-feb-2017 only three events occurred, not four.

Manufacturer narrative:
The device history record for the lot number, aa6284v01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was returned with the device. The cuff was inflated with air. The inflated cuff was submerged in water and observed for leaks as would present as air bubbles in the water. No leakage was observed. The cuff was manipulated by squeezing and pulling. Still no leakage was observed. The connection point of the inflation line to the endotracheal tube was then submerged in water. The line was manipulated by pulling and bending. No leakage was observed at the connection. The inflation "pillow" and inflation line were submerged in water. No leakage was observed. The pillow was manipulated by squeezing. No leakage was observed in the pillow or inflation line. The reported failure was not reproduced in the lab. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), CAPA¿s or abnormal conditions noted at the time of production. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the first of four reports. Refer to 9611594-2017-00002 for the second patient. Refer to 9611594-2017-00003 for the third patient. Refer to 9611594-2017-00004 for the fourth patient. A report was received stating a patient on the cardiac surgery unit ventilator was alarming. The ventilator was alarming low pressure and low minute ventilation. The registered nurse(rn) held the endotracheal tube(ett) in place while the ventilator alarmed. The respiratory therapist(rt) attempted to re-position the endotracheal tube. The rt pushed the endotracheal tube 2 cm inward, deflated the cuff and re-inflated the cuff. The patient's cheeks were billowing with air around ett and an obvious cuff leakage was noted by rn and rt. The rt attempted to re-position endotracheal tube and pushed the endotracheal tube. The attending anesthesia physician was notified. The patient was extubated, taken off the ventilator and placed on bi-pap. The ett was inspected by staff and no obvious defect was observed. There was no injury to the patient. Medical intervention included removing the patient from the ventilator and placing the patient on a less invasive bi-pap machine. Additionally, including this incident the healthcare professional reported a total four incidences occurring within 3-weeks.